Manufacturer narrative:
Reported event of the needle was blocked/occluded. A visual evaluation of the returned device found the outer sheath had been kinked at the proximal end near the handle. Functional test was performed by injecting water through the needle hub and no evidence of occlusion was found. Additionally, the handle was actuated and the needle but the needle would not extend due to the kink. The reported event of needle blocked/occluded was not confirmed. Based on all gathered information, it is most likely that during preparation the sheath was kinked due to excessive manipulation and the reported occlusion could have been caused by the sheath kinking. Therefore the most probable root cause of this complaint is handling damage. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an interject¿ sclerotherapy needle was used in the ascending colon during a colonoscopy with polypectomy procedure performed on (B)(6) 2016. According to the complainant, during preparation the needle was blocked/occluded and they were unable to inject any contrast dye. The procedure was completed with another interject¿ sclerotherapy needle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.